Event description:
It was reported that the customer experienced a problem with the reservoir. The customer stated that, while priming, the insulin was squirting out. The customer's blood glucose was 349 mg/dl. The customer stated that upon checking the reservoir, the reservoir was empty. The customer stated that he replaced the entire set. Advised that a replacement reservoir would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.